Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head's cable insulation was cut, and that the upper case was cracked. The cable and case were replaced and the head passed final functional and system tests. (B)(4).

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.